Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus via the pump and received a message that the bolus had been stopped. However, the customer's insulin on board indicated that all of the requested bolus had been delivered. The customer's blood glucose (bg) level elevated 100 points to 215-220 mg/dl. The cause of the event was not known. Another bolus was delivered and the bg dropped to target level. The customer declined tandem technical support's offer to review the pump history to determine a possible cause of the event.